Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient revised to address metal ion levels. Update sep 11, 2017: litigation received. Litigation alleges pain, discomfort, swelling leg and difficulty in sleeping. Added complainant information. This complaint was updated on sep 21, 2017. Update sep 11, 2017 records reviewed. Metal ions are reported non-toxic < 7.0 ppb; elevated ions harms removed from products. Revised MDR tree and reported cup and head for pain. Complaint updated on: 10/9/2017. Update oct 30, 2017: pfs and medical records received. In addition to what were previously alleged, patient also alleges metal toxicity. After review of medical records for MDR reportability, it was stated that the patient was revised to address metal ion toxicity, greater trochanteric bursitis, and fluid underlying depuy implant. Revision notes reported 2ml of some joint fluid. This complaint was updated on: nov 02, 2017. / / investigation method: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: patient revised to address metal ion levels. Doi: (B)(6) 2010 dor: (B)(6) 2016 (left hip). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient revised to address metal ion levels. Update sep 11, 2017: litigation received. Litigation alleges pain, discomfort, swelling leg and difficulty in sleeping. Added complainant information. This complaint was updated on (B)(6) 2017. Update sep 11, 2017 records reviewed. Metal ions are reported non-toxic < 7.0 ppb; elevated ions harms removed from products. Revised MDR tree and reported cup and head for pain. Complaint updated on: (B)(6) 2017.

Event description:
Update oct 30, 2017: pfs and medical records received. In addition to what were previously alleged, patient also alleges metal toxicity. After review of medical records for MDR reportability, it was stated that the patient was revised to address metal ion toxicity, greater trochanteric bursitis, and fluid underlying depuy implant. Revision notes reported 2ml of some joint flui. This complaint was updated on: nov 02, 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update oct 30, 2017: pfs and medical records received. In addition to what were previously alleged, patient also alleges metal toxicity. After review of medical records for MDR reportability, it was stated that the patient was revised to address metal ion toxicity, greater trochanteric bursitis, and fluid underlying depuy implant. Revision notes reported 2ml of some joint flui. This complaint was updated on nov 02, 2017.